Event description:
During a breast biopsy procedure the doctor was attempting to take samples when an error code occurred with the system. The doctor replaced the probe and managed to complete the case with no pt consequence.